Event description:
It was reported that the device was undersensing, recording 12000 asystole episodes. There was also a vt with a lot of artifact. It was also reported that there was oversensing and undersensing on the displayed episodes the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported that the device was undersensing, recording 12000 asystole episodes. There was also a vt with a lot of artifact. The device is still in use. No patient complications have been reported as a result of this event.